Event description:
Pt receives tpn (amino acids 4.25%, dextrose 10% with electrolytes, trace minerals, and mvi) at 2000ml over 13 hours with 1 hr taper up/1 hr taper down. When bag containing aim(+) pump was opened, it was wet where filter was resting. (Provider ab-13757 set). Set leaks at filter connection rather than "occlusion" in response to pressure on pt side (i.e., PICC occlusion or closed clamp).